Manufacturer narrative:
Patient declined to provide age and weight information.

Event description:
Patient (user) reported he acquired a urinary tract infection (uti). He was prescribed an antibiotic (bactrim). He took the antibiotic course and recovered completely.